Manufacturer narrative:
Device is currently under investigation into root cause.

Event description:
As reported, after connecting the aorticcannula to the heart-lung machine, a leak was observed through the cannula wall at two locations. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the cannula was visually inspected and the leaking was confirmed. A leak was observed at the estane bond of the cannula. Other leaks were observed at three locations from the distal tip of the cannula. The root cause of the leaks has been attributed to the manufacturing process of overcoat placement; in this case, it has been confirmed that the most likely root cause is the needle puncturing the cannulae wall during this process. A corrective action has been initiated for this event. Manufacturing records have been reviewed. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.